Event description:
The facility reported a broken door found during biomed testing. No additional contact information was provided. The hospital representative stated. They have no record patient incident involving the pump.